Event description:
It was reported that this lead exhibited loss of capture (loc). Technical services (ts) reviewed the presenting electrogram and confirmed there was loc. Capture thresholds were higher than expected. The field representative provided the patient is not dependent. This lead remains in service. No adverse patient effects were reported. Disclaimer statement: this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).